Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical records review: the patient with history of gastrointestinal bleed due to possible bowel perforation was not a candidate for anticoagulation; therefore, an inferior vena cava filter was deployed in the inferior vena cava without complication. Approximately three years nine months post filter deployment, during scheduled filter retrieval, a loop snare device grasped the hook of the filter and gentle traction was applied; however, the filter could not be removed due to chronic endothelialization. Completion venogram was performed which demonstrated a normal appearing vena cava. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately three years and nine months post filter deployment, the filter could not be removed due to chronic endothelialization. Therefore, based on the provided medical records, the investigation is confirmed for the retrieval difficulties resulting in the filter remaining implanted. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: - do not attempt to remove the eclipse filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient in conjunction with or before a bariatric procedure and a blood clot in the leg. At some time post filter deployment, it was alleged that the filter could not be retrieved during a percutaneous removal procedure. There was no reported patient injury.